Event description:
Used a wheel chair to go to work [wheelchair user]. Experienced severe pain and soreness to the point she cried/it went worse [arthralgia aggravated]. Case narrative: initial information from canada received on 06-aug-2020 regarding an unsolicited valid serious case received from the patient via pharma communications. This case involves a 53 years old female patient who used a wheelchair to go to work and severe pain and soreness to the point she cried/it went worse, after use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate (formulation: solution for injection) in one knee (unknown dose, route, lot and indication). On the same day, the patient experienced severe pain and soreness to the point that she cried. Patient had to use wheelchair to go to work on the (B)(6) 2020 (latency: one day) (seriousness criteria: disability). The pain went worse on (B)(6) 2020. Action taken: not applicable for both events. It was not reported if the patient received a corrective treatment for both events. The patient outcome is reported as not recovered / not resolved for severe pain and soreness which went worse; unknown for used a wheelchair to go to work a product technical complaint (ptc) was initiated on 07-aug-2020 for synvisc one. Batch number: unknown; global ptc number: 100058685. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 17-aug-2020. Additional information was received on 17-aug-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Event description:
Used a wheel chair to go to work [wheelchair user], experienced severe pain and soreness to the point she cried/it went worse [arthralgia aggravated]. Case narrative: initial information from (B)(6) received on 06-aug-2020 regarding an unsolicited valid serious case received from the patient via pharma communications. This case involves a (B)(6) years old female patient who used a wheelchair to go to work and severe pain and soreness to the point she cried/it went worse, after use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate (formulation: solution for injection) in one knee (unknown dose, route, lot and indication). On the same day, the patient experienced severe pain and soreness to the point that she cried. Patient had to use wheelchair to go to work on the (B)(6) 2020 (latency: one day) (seriousness criteria: disability). The pain went worse on (B)(6) 2020. Action taken: not applicable for both events. It was not reported if the patient received a corrective treatment for both events. The patient outcome is reported as not recovered / not resolved for severe pain and soreness which went worse; unknown for used a wheelchair to go to work a product technical complaint was initiated and the results for the same were pending.